Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. The previous aus was explanted and replaced with a new aus consisting of a 4.0 cm cuff, pump and balloon. No patient complications were reported during the procedure, and the patient was reported to be doing well. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.